Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the "patient had a low saturation but there was no alarm at central."

Manufacturer narrative:
After evaluation of the provided information, the philips engineering experts were not able to fully reconstruct the incident during this time period. From the information available, they do not see any malfunction of the spo2 measurement. However, since the central station used at this customer site does not log any inops (blue/technical alarms), they cannot provide a definite explanation for the observed behavior. Nevertheless, the ¿?¿ in the vital signs report supports that there were many inops issued by the monitor due to difficult measurement circumstances and/or no measurement was taken at all. Based on the analysis by the sw development engineer, the logs have indicators that silencing was in fact occurring at the central. With the available information, philips has not been able to establish exactly what happened at the time of the reported event, and therefore it was not possible to establish a clear cause. A malfunction of the device cannot be ruled out. No further investigation or action is warranted.

Event description:
The customer reported that "no spo2 desat alarm announced when the patient coded." A serious injury of the patient was reported (patient coded). The device was used for monitoring at the time of the alleged malfunction. There was no information about the patient's condition provided. The patient was still on the monitor and monitoring the spo2 closely.